Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was returned and the malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had entire image temporarily went blackout while observing the internal body. The event occurred during diagnostic gastroscopy procedure while the patient was under sedation. The intended procedure was completed using the same device. There were no reports of patient harm.